Event description:
Pt underwent redo left l4/5 lumbar disc excision without nitraoperative complications adcon-l was used during the procedure post laminectomy. Postoperatively pt developed severe paralumbar spasm and recurrent leg pain. Pt had no fever, nausea, vomitting.